Manufacturer narrative:
No information has been provided to date. The investigation was performed by the supplier. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the battery does not charge fully. No patient injury was reported.